Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was a no alarm message displaying. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) evaluated the device and found that it was operating as expected. The mx40 had not yet connected to the picix so it did not have its configuration. Once mx40 was assigned to a sector the settings synced, and the "no alarms" message went away. The customer was provided information on how they can do this in the future. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.